Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned 7 toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brushes broke off and detached in mouth while brushing [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a reporter stated via e-mail on (B)(6) 2017 that while her husband of unspecified age brushed with an oral-b rechargeable toothbrush, version unknown on an unspecified date, the oral-b brushhead, version unknown broke off and detached in his mouth. The brush head had been in use about three weeks before breaking. She reported he was brushing by hand at the moment. It was reported that a braun electric toothbrush with oral-b brush heads had been used for years without any problems. No symptoms were reported. On (B)(6) 2017 reporter follow-up via e-mail: the reporter submitted pictures revealing the product was oral-b power oral care refills precision clean. The wife reported she scratched the gray oral-b logo with a coin on the side, but nothing happened. 2 unused brush heads remained from the pack of 4. The reporter's husband was no longer using the product. No symptoms were reported.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushes broke off and detached in mouth while brushing [device breakage]. No adverse event [no adverse event]. Case description: a reporter stated via e-mail on 24-feb-2017 that while her husband of unspecified age brushed with an oral-b rechargeable toothbrush, version unknown on an unspecified date, the oral-b brushhead, version unknown broke off and detached in his mouth. The brush head had been in use about three weeks before breaking. She reported he was brushing by hand at the moment. It was reported that a braun electric toothbrush with oral-b brush heads had been used for years without any problems. No symptoms were reported. On 01-mar-2017 reporter follow-up via e-mail: the reporter submitted pictures revealing the product was oral-b power oral care refills precision clean. The wife reported she scratched the gray oral-b logo with a coin on the side, but nothing happened. 2 unused brush heads remained from the pack of 4. The reporter's husband was no longer using the product. No symptoms were reported.